Manufacturer narrative:
On march 24, 2026, mentor became aware that the patient's surgery has been rescheduled to (B)(6) 2026. D6b explantation date: (B)(6) 2026. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Ethnicity and race have been updated under fields a5 and a6 as per information received that the patient is caucasian. It was stated that patient's left side device was ruptured. Side confirmation was requested; however, no response was received regarding the side after multiple attempts. Supplemental report will be submitted upon receipt of information. Following updates have been made on this form: lot number "6753397" has been added to field d4. Field d4 for serial number stays as reported before "(B)(6)". Field d4 for unique identifier (UDI) has been updated to "(B)(4)". A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 30-year-old female patient underwent primary breast augmentation with 375cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for surgery on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. D6b explantation date: on (B)(6) 2025. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).